Manufacturer narrative:
Product ID 3093-28, lot# v096733, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient had problems with their first implantable neurostimulator (ins). The device caused pain at the ins location. They determined something was wrong with the device as it was 5 years old. This was in 2011, when they put a new device in. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.